Event description:
In 2008, the patient reported she has noticed a little bit of moisture in the cartridge chamber of her insulin infusion device. She stated she could not smell any insulin. She said the device has not been exposed to water. The patient was instructed to use a cotton swab to dry the inside of the chamber. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.